Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user alleges that this bed is a safety hazard, he states that the head section of the bed slammed down with him in it.